Event description:
It was reported that this right atrial (ra) lead was fractured/broken. This lead was surgically abandoned; and a new lead was placed of different model. No additional adverse patient effects were reported.